Manufacturer narrative:
The insulin pump passed the functional testing including the displacement test, rewind test, basic occlusion test, occlusion test, priming test and no delivery test. The device was received with normal operating currents and no unexpected off no power, low battery or battery out limit alarms. The insulin pump had intermittent button response due to corroded keypad traces, however there was no button error alarm during testing. The insulin pump had a stripped battery cap at the coin slot area, cracked reservoir tube lip, cracked case at the display window corner and minor scratches on the lcd window. (B)(4).

Event description:
Nurse reported via phone call several issues with the insulin pump. Customer's blood glucose level was 290 mg/dl and they went to the hospital since the device was not working properly. Nurse advised the time was cycling, it was stuck on midnight and it was vibrating button error alarm. Troubleshooting for the keypad anomaly was performed. Customer advised the battery cap did not open. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis. Customer was not wearing the insulin pump when they went to the hospital and instead were using an insulin pen. Customer was unable to remove the battery cap. Troubleshooting for the battery cap removal was performed. Customer attempted to open the battery cap using a quarter and it did not work. Customer advised the battery cap was damaged as they tried to open it.